Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified a znn modular cephalomedullary hex screwdriver (lot 61993119) connection feature is fractured and missing. The hex shows wear & tear that indicates repeated use during a potential field age greater than eleven years. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02449. D10: item# (B)(4); lot# 63259833. G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, two screwdrivers were noted to be broken when being used during screw implantation. Another driver was used to successfully complete the surgery. No patient consequences were reported for this event. Attempts have been made and no further information has been provided.